Manufacturer narrative:
The customer¿s report of the fentanyl bag emptying prematurely was confirmed. The pcu log shows that at 12:55 am on (B)(6) 2017 the pump module was programmed to infuse fentanyl anes 5mcg/1ml while in anesthesia mode. The user entered 25mcg/min for the dose (which made the rate 300ml/hr) and 200 ml for the vtbi. At these parameters, the infusion would complete in 40 minutes rather than the intended 50 hours. The infusion continued until 1:31 am, when the user changed the dose to 12.5mcg/min, which made the rate 150ml/hr. After reaching kvo twice and adding 20ml to the vtbi after each instance, the device alarmed for air in line at 2:05 am. At 2:09 am, the device was channeled off. The volume recorded as being infused during this period was 231.858ml. The root cause of the event was user programming. The drug that was selected during initial programming had mcg/min for the dose unit, however the intended dose unit was reported as mcg/hr.

Event description:
The customer reported that at midnight in the pacu after surgery, an infusion of fentanyl 1250 mcg/250 ml was initiated at 25 mcg/hr, on an opioid tolerant patient, and expected to infuse over approximately 50 hours. Fifteen to twenty minutes after the start, at 0020, the patient¿s blood pressure dropped, and the infusion rate was decreased to 12.5 mcg/hr. It is unknown if the bp change was related to the patient¿s general post-operative condition or to the fentanyl. The patient was transferred to ICU 1.5-2 hours later. During the process of receiving the patient in ICU, a ¿bag empty¿ alarm occurred and the fentanyl bag was noted to be empty. No medical intervention was provided and no patient harm occurred.